Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained her scs ipg was rubbing on her pants and was uncomfortable when sitting in chairs or leaning against it. Consequently, the patient underwent surgical intervention on (B)(6) 2016 and her scs ipg was revised and moved higher on the right buttock area. Follow-up identified the patient reported she was satisfied with the relocation of her ipg.